Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and one month of post deployment, a computed tomography abdomen was performed and it revealed that the filter lies in the inferior vena cava lumen, apex tip located 5mm inferior to the right renal vein which was the lowest. Filter apex tip touches the inferior vena cava left lateral wall. A couple of filter struts extend up to 2mm beyond the inferior vena cava wall without penetration of adjacent organs or other structures. Therefore, the investigation is confirmed for peroration of inferior vena cava. However, the investigation is inconclusive for filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.